Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were continuing to have power error issue. The customer had already called yesterday. The customer's blood glucose level was 250 mg/dl. The customer declined troubleshooting for the high blood glucose. The power error detected recurred within a week of troubleshooting the previous occurrence. The device was returned for analysis.